Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they were unable to calibrate ecto2. There was no report of patient involvement.

Event description:
The customer reported they were unable to calibrate etco2. There was no patient impact reported. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in not use when the problem occurred.